Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04674. It was reported the pt was not receiving adequate stimulation in his legs, and was feeling unwanted stimulation in his ribs and stomach. The sjm rep met with the pt for reprogramming, but was unable to provide full coverage in his legs. It was reported the physician did not believe repositioning of the lead would be possible to the existing scar tissue. In addition, the pt reported his ipg was requiring frequent charging. The pt was working closely with the physician regarding his options.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.